Event description:
It was reported that during a pancreaticoduodenectomy procedure, a tip of the staple malformed. Additional suture was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/19/2007. Information anticipated, but unavailable at this time.